Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient was receiving frequent check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed a fall-of and therapy electrode recognition test. The cause for the failure was an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.